Manufacturer narrative:
The pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump primed properly during testing. The pump was able to exit the load reservoir feature including ¿complete¿ status with ¿next¿ highlighted on the screen. Successfully downloaded history files and traces using thump. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 05-apr-2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 21:31:00.000 during basal and fill cannula deliveries. Also, found pump error 130 alarm on (B)(6) 2025 at 13:54:00.000, pump error 37 alarm on (B)(6) 2025 21:22:49.000 and 21:25:46.000 and pump error 38 alarm on (B)(6) 2025 21:34:30.000 and 21:35:43.000. Pump was cut open to perform visual inspection and found corroded motor home switch. Force sensor zero offset within specification (23.1mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Customer alleged for no delivery alarm/insulin flow blocked alarm, prime/fill anomaly, unable to exit the ¿load reservoir¿ process/¿ preparing to prime¿ loop and did not receive ¿complete¿ status with ¿next¿ highlighted on the screen was not confirmed. Unable to verify customer alleged for high bg. Pump error 130, 37 and 38 alarm confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported insulin flow block alarm and an issue during priming process. The customer reported blood glucose value of 400 mg/dl and the hyperglycemic event was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-342g, mmt-431a, mmt-7040a. Troubleshooting was partially performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was declined for insulin flow block alarm. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested, and customer response was the device will be returned. No product return is required for mmt-342g. No product return is required for mmt-431a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.